Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery with the cement in question. During the surgery, it was found that the connection part of the cement had been broken. The surgery was completed successfully without any surgical delay. No further information is available.¿ the tube and adapter from the vacu-mix endurance kit were returned for investigation (see attachment ¿(B)(4)¿). This is an incomplete device. The connector nozzle has broken away from the carbon filter body. There is no evidence of a void or other manufacturing deformation. This examination confirms the complaint description. Dva-104409-fde rev 10 was reviewed (see attachment (B)(4) extract from dva-104409-fde.pdf¿). This possible failure mode is included; in each case the risk is considered as low as possible and cannot be further mitigated. There is insufficient evidence to determine possible root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: lot number: 9524032. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery with the cement in question. During the surgery, it was found that the connection part of the cement had been broken. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.